Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Our records indicate the patient expired more than one year ago. It is not known if the lead was explanted post-mortem. The cause of death has been requested, but has not been received. We have no information from a healthcare professional to suggest the death was lead related.

Event description:
The attorney alleges that as a result of the lead, the patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and that the patient had an "increased risk of death or major cardiovascular events result." The cause of death has been requested, but not received. There is no allegation from a healthcare professional that the death was device related.